Manufacturer narrative:
(B)(4). The customer reported they were unable to obtain a pads ECG during cardioversion. There was no report of negative pt impact. It was reported that non-philips pads were bein used at the time. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported they were unable to obtain a pads ECG during cardioversion. There was no report of negative pt impact. It was reported that non-philips pads were being used at the time.